Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2019-16988. It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that both the right atrial lead and right ventricular lead exhibited noise. Patient reported feeling occasional dizziness. No intervention was performed due to unrelated patient health issue.